Event description:
Initial reported details state that a samaritan AED was used on a patient in a hospital. When the user placed the pads on a patient, the unit powered off. The reporter placed the battery in a second samaritan AED which resulted in the same effect. It has been indicated that the patient died subsequent to the reported events even after other defibrillators were used.

Manufacturer narrative:
Device has been returned for evaluation, but the evaluation has not been completed. Additional information will be submitted when additional information is available and/or the evaluation has been completed.